Event description:
Same case as MDR ID#2134265-2013-06345. It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 35mm in length, 3.00mm in diameter, eccentric and de novo,target lesion being treated was located in the moderately calcified left anterior descending (lad) artery and obtuse marginal (om) artery. A 3.5 non-bsc guide catheter was advanced to the lesion. The lesion was predilated with a 2 x 20mm unspecified balloon, leaving 85% residual stenosis in the lesion. A 3.00x12mm promus element plus stent delivery system (sds) and a 3.0x24mm promus element plus stents were implanted; however, the stents were foreshortened at the proximal end and missed the om. A 2.75x38mm promus element plus stent was also implanted in the lad at an unspecified time during the procedure. No patient complications were reported and the patient¿s status is stable.

Event description:
It was further reported that the 3.0x12mm promus element plus stent was left as it is and no further intervention was done. The 3.0x12mm promus element plus was used and deployed to treat the deformation of 3.0x12mm promus element plus. The 3.0x12mm and 3.0x24mm promus element plus stents overlapped. The 2.75x38mm promus element plus was deployed initially and showed no issue post deployment. There was no issue with the 2.75x38mm promus element plus.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).